Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl and other was 247 mg/dl. Customer stated that she tried 7 set yesterday and it seemed that they were not working, customer reported insulin pump system has not been in use within 48 hours of reported high blood glucose event. Customer stated that auto mode or smart guard feature was active at time of high blood glucose event. Customer treated for high blood glucose with injection. Customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.